Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a gastric sleeve procedure. The valve of the trocar popped off. To correct the condition, a new device was used. There was no patient harm. The current patient status is good.

Manufacturer narrative:
Post market vigilance (pmv) received one device.the visual inspection of the returned product noted that the circular and envelope seals are intact. The trocar is undamaged. The seal on the flip top disengaged from the device. Pmv performed functional testing; the device failed an air leak test. The device was received with the obturator inserted into the cannula. Prolonged insertion of the obturator into the cannula stretches the seal. If information is provided in the future, a supplemental report will be issued.